Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the last time they checked their therapy settings was when they first got the device in 2023. Patient reported that recently they started having the issue of not being able to pass any urine and their bladder wasn't emptying. Patient said they saw their managing healthcare provider (hcp) yesterday and hcp suggested they check the device to make sure it was working. The patient said the last time they had checked their settings they knew they had been at 4.0v but yesterday they saw their settings had "dropped" down to 2.2v. They said they increased the settings back up to 4.0v where they had been at but it was too painful so they ended up dropping stimulation down to 3.8v. Patient said their symptoms have resolved and the primary reason for call was to ask how often they should check their implant settings. The agent reviewed information about the device/therapy. They reviewed that the communicator needed to be charged at least every 6 months so patient could choose to check implant settings when they ensure they are charging communicator. The agent redirected patient to hcp.